Event description:
The customer reported that the device did not shock during a pt code. The outcome for the pt is unk.

Manufacturer narrative:
(B)(4). The customer reported that the device did not shock during a pt code. The outcome for the pt is unk. Philips evaluated the device and verified the reported symptom. The event summary was reviewed. Five shocks were delivered to the pt during the code, with 4 shocks prior to the reported malfunction and 1 shock afterwards. The therapy port and therapy cable were replaced to resolve the issue. This is consistent with a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.